Event description:
It was reported that at a pump replacement the catheter was replaced due to blockage. The pump was delivering infumorph.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), (B)(4).